Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high impedances and noise. The physician plans on opening the pocket and checking the lead connections. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.